Event description:
Tampon stuck in vagina foreign body in reproductive tract pain- vagina vulvovaginal pain bleeding- vagina vaginal haemorrhage odor- vagina vaginal odour part of it fell out, some was stuck in there [device breakage couldn¿t get the product out, part of it fell out¿some was stuck in there. Complication of device removal. Case narrative: consumer reported via phone that they were unable to remove the tampon on their own. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon stuck in vagina [foreign body in reproductive tract]. Pain- vagina [vulvovaginal pain]. Bleeding- vagina [vaginal haemorrhage]. Odor- vagina [vaginal odour]. Part of it fell out, some was stuck in there [device breakage]. Couldn¿t get the product out, part of it fell out¿some was stuck in there. [Complication of device removal]. Case narrative: consumer reported via phone that they were unable to remove the tampon on their own. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon stuck in vagina [foreign body in reproductive tract]. Pain- vagina [vulvovaginal pain]. Bleeding- vagina [vaginal haemorrhage]. Odor- vagina [vaginal odour]. Part of it fell out, some was stuck in there [device breakage]. Couldn't get the product out, part of it fell out¿some was stuck in there. [Complication of device removal]. Case narrative: consumer reported via phone that they were unable to remove the tampon on their own. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon stuck in vagina [foreign body in reproductive tract] pain- vagina [vulvovaginal pain] bleeding- vagina [vaginal haemorrhage] odor- vagina [vaginal odour] part of it fell out, some was stuck in there [device breakage] couldn¿t get the product out, part of it fell out¿some was stuck in there. [Complication of device removal] case narrative: consumer reported via phone that they were unable to remove the tampon on their own. No serious injury reported.